Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer stated that the meter did not send the readings to the insulin pump anymore and insulin pump was not delivering the bolus. The customer was using insulin pump within 48 hours of reported event. Customer treated their high blood glucose with manual injection. The insulin pump will not be returned for analysis.